Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable pulse generator (ipg) had connection issues with the leads during and post implant. The ipg remains in use. No patient complications have been reported as a result of this event.